Event description:
It was reported that a patient presented with an infection noted on the patient's implantable cardioverter defibrillator system. The system was explanted on (B)(6) 2024. The patient was stable throughout.